Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The non-calcified de novo lesion measuring approximately 1 to 1.5cm was located in a moderately tortuous left brachium vein. Vascular access was brachial. A 8.0x80mm sterling balloon was advanced to the lesion and inflated 6 times to 6, 8, 10, 10 12 and 12 atms; respectively. On the 6th inflation the balloon ruptured at 12 atms. The physician noted it was difficult to inflate the balloon because it was moving while the physician was attempting to inflate the balloon and was "slipping." The device was removed intact. The procedure was completed with another sterling balloon. No patient injuries or complications occurred. Patient status is listed as "good."

Manufacturer narrative:
(B)(4) - as a unit has not be returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)